Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and confirmed that the system was not able to start up. Review of the system log file showed that there was malfunctioning in the flex vision pc and the host pc couldn¿t connect to the flex vision pc. Upon troubleshooting, fse found that the power supply of the flex vision pc was faulty. To resolve this issue, fse replaced flex vision pc and hard disk drive (hdd). The defective psu was returned to philips for analysis and confirmed the malfunction in the psu (power supply unit). After the replacement, the system was returned to philips in good working condition. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up, stalling at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.